Event description:
It was reported that the blade mount broke during a knee revision surgery. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the blade mount broke during a knee revision surgery. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The link with fins in the sag head was broken. The component was replaced and the unit was placed back into stryker loaner stock.